Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with intermittent button response due to flattened dome switch on act and up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump was tested with no failed self test alarm noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self-test occurred and her act button was really tough. The patient¿s blood glucose level was unknown at the time of the incident. The insulin pump passed self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.